Manufacturer narrative:
The samples were serum samples. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 erroneous high modular glucose (glucm) initial results were generated on a unicel dxc 800 synchron system for four patient samples. Glucm results were being generated in duplicate. The customer uses 5 mg/dl back-to-back acceptance criteria for glucm results. Initial and repeat results did not meet this criterion and were regarded as suspect. There were no concerns noted regarding quality control or calibration results during the timeframe of this event the four suspect glucm results were repeated on a different analyzer. In some instances this repeat testing was performed in duplicate. The repeated results were lower, were regarded as valid, and reported out of the laboratory. The initial erroneous results were not reported out of the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer had reported that they had increased their maintenance schedule in line with their high volume of sample testing. Bci advised the customer that protein buildup due to high volume testing could affect glucose results.